Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms, to a blank display. The allegation of a blank display was duplicated during investigation. Unrelated to the original complaint, moisture was found behind the display lens. The pump cover was removed to find internal moisture on the display connector and printed circuit board.